Manufacturer narrative:
Product was received with scratches and indentations on the upper end of the unit. In addition, sticky residues were observed on the exterior housing. Evaluation confirmed the reported issue, the alarm does not sound when in use with a magnet or sensor pad due to a faulty speaker. Based on the age of the device and the signs of usage, it is likely wear and tear contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were review and determined to provide adequate instruction and warning for the safe and effective use of the device. The IFU states if the alarm and /or sensor do not function properly remove the alarm and sensor from service and replace them with a properly functioning alarm and or sensor. Do not use the alarm/ sensor or optional magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm does not sound when the magnet is removed from the face plate. The date the issue was discovered is unknown and no patient injury was reported.